Manufacturer narrative:
A sample was not returned to solventum for analysis, and the lot number was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications. The device is indicated for external use only; therefore, this event is being reported due to potential use error. The product instructions for use (IFU) states the drape should be applied without tension. 3m ioban 2 antimicrobial incise drape is indicated for use as an incise drape with continuous antimicrobial activity. It is intended for external use only.

Event description:
The 3m¿ ioban¿ 2 antimicrobial incise drape allegedly broke down when attempting to place in surgery and the drape ended in the surgical wound. Additional information was received on 17-jul-2024 stating the patient developed a post-surgical site infection, and the drape was subsequently removed during an incision and drainage with exploration surgery. The patient¿s condition showed improvement post antibiotic treatment.